Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case screw insert broken and the battery door was cracked. A review of the event history log identified depleted battery. During functional testing found depleted battery at power up and the pump would not charge while plugged into alternating current (ac) power. The power supply board no longer operates as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced power supply board. Performed power up process, preventative maintenance, and all functional tests which passed.

Event description:
It was reported that the pump had a bad power supply and would not charge. No patient injury or involvement were reported.